Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeat occlusion alarms with a contact detach infusion set, resulting in stopped insulin delivery and a blood glucose of 300 mg/dl; the alarm resolved only after the user changed supplies, and the issue was not related to connecting the cartridge outside the pump or refilling cartridges, indicating an obstruction of flow associated with the connector/coupler component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow consistent with a deformation problem involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.